Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, case and battery tube threads. It was received with debris under window display.

Event description:
Customer reported that the insulin pump was cracked by the reservoir. He did not know the blood glucose reading. He stated that the insulin pump may have been damaged while playing baseball. Nothing further was reported.